Event description:
The customer reported that the service indicator illuminated while using the device during a patient cardiac arrest. The operator continued to use the device to treat the pt. One shock was advised and administered. The pt's outcome was not reported. Physio-control evaluated the device and observed fault codes logged into device memory related to energy delivery and that at the selected energy of 360 joules, the device intermittently delivered 270 joules.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.